Event description:
It was reported that the patient was admitted to the hospital with a fever and was found to have a shunt infection. The patient was taken to another hospital where the shunt and the baclofen pump and catheter were removed. The shunt grew out unspecified bacteria; the pump and the catheter did not. The patient was discharged back to his nursing facility on oral baclofen. The patient did not experience baclofen withdrawal. Additional information has been requested, a follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
(B) (4).